Event description:
It was reported that the customer's insulin pump had a keypad anomaly and a low battery issue. The customer's blood glucose levels are unk. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.